Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon inspected the implant when he opened the packaging and noticed an unknown material present on the implant. The surgeon decided not to use the implant due to the potential for future complications. Another device was used to complete the procedure. No delay and the patient was not impacted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual review of the device confirms there is a spot on the trabecular metal surface. No other damage was noted. Device was sent to sem for material composition analysis of the spot located on the tm. Sem showed this spot to have a high amount of carbine (c) and additional tantalum (ta) in the spot. The device was sectioned to see the depth of the spot in question. During the sectioning the spot was removed as the saw blade was wider than the spot. This didn't allow the depth of the spot to be measured. Device history record (DHR) was reviewed and no discrepancies were found. While there is a manufacturing defect, a definitive root cause was unable to be determined, as the carbon sponge that is used to form the tm outer shell controls the ta material flow. Once the spot was lost all the info to narrow the why it happened was lost. This is a 1 off case thus far. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.